Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lasso¿ electrophysiology catheter and noise occurred in some of the electrodes and later on, were not visualized on carto 3 system. During the procedure, electrode # 5 and # 8 were generating noise and afterwards, turn to black and could not be visualized. Troubleshooting was performed by exchanging the cable without resolving the issue. The procedure was completed successfully by replacing the catheter with a similar-like device. There was no patient consequence. This event was originally considered non-reportable, however, bwi became aware of product returned condition on (B)(4) and have reassessed the event as reportable. Damage was found on the electrode # 1, sharp and can potentially cause a risk to the patient.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a lasso electrophysiology catheter and noise occurred in some of the electrodes and later on, were not visualized on carto 3 system. During the procedure, electrode # 5 and # 8 were generating noise and afterwards, turn to black and could not be visualized. Troubleshooting was performed by exchanging the cable without resolving the issue. The procedure was completed successfully by replacing the catheter with a similar-like device. There was no patient consequence. This event was originally considered non-reportable, however, bwi became aware of product returned condition on october 1st and have reassessed the event as reportable. Damage (sharp) was found on the electrode # 1. The bwi failure analysis lab received the device for evaluation. The catheter was visually inspected and it was found that electrode # 1 was folded up and sharp. This condition was not originally reported on the complaint. It is unknown how the electrode was damaged. A corrective action has been created to investigate this condition. Due to this, the catheter outer diameters were measured and it was found within specifications. Per the reported event, the returned device was evaluated for electrical resistance and current leakage and it failed on electrodes # 5 and # 8. Further examination revealed that the lead wires of those electrodes were broken inside the tip section. The device history record (DHR) could not be reviewed since the lot number was not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged electrodes from leaving the facility. The customer complaint was confirmed for noise issues reported. Management is notified of failure analysis results using monthly complaint trend reporting. For the damage electrode, as previously stated, a corrective action has been created.